Event description:
It was reported that while performing an off pump "cags" and the spring clip on the mammary, while suturing 5 cm below the clamp. The clip became loose and dislodged from the vessel, with blood spraying over the field, making it impossible to continue surgery. Eventually clip was located in one piece, inspected and found to have a split around the circular head and could be pulled apart. No permanent patient injury reported.